Event description:
Additional information was received on 01/08/2018, patient provided additional information via email on 09/05/2017, patient¿s discomfort and tingling sensation was resolved after the medical intervention and she avoided the use of contact lenses. The injury left a scar on her left cornea (os) which can be seen by the naked eye. Although there was no significant change to her vision or eye power, patient noticed that her left eye is weaker now. Vision became slightly blurry when doing detailed task which require lots of eye concentration, particularly in dim lighting.

Manufacturer narrative:
Two unopened samples were returned for evaluation. The returned product were found to meet manufacturing specifications. The device history record and sterilization record for this lot have been reviewed and found to be in compliance. The manufacturing review did not indicate that this complaint was due to the manufacturing process. No complaint or manufacturing trend was identified. The root cause could not be determined. (B)(4).

Manufacturer narrative:
The complaint sample has not returned for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
As initially reported, via email on 09/04/2017, the patient experienced discomfort and tingling sensation in her left eye (os) after two weeks of using the complained contact lenses. The patient had a slightly red eye so she had to stop wearing it but the discomfort aggravated and worsened the following two weeks. The patient sought medical intervention on (B)(6) 2017 and was diagnosed with non resolving conjunctivitis on her left eye. She was given with tobramycin 0.3% 5 ml and levofloxacin 0.5% 5 ml eye drops with no improvement. The patient was given with an oral antibiotics, antihistamine and serrapeptase with mild improvement. The patient was prescribed with amoxicillin clavulanate 625 mg, ibuprofen, dexamethasone, serrapeptase; treatment modality and duration were not provided. The patient was referred to an ecp (eye care provider) on (B)(6) 2017. It was confirmed that she had a left infected corneal ulcer after a series of tests and had to be admitted as a daycare patient for corneal scraping and antibiotic treatment on (B)(6) 2017. Her condition had to require long-term antibiotic treatment, a period of time being on medical leave and regular follow-ups to aid in her recovery. The patient reported that the contact lenses had caused pain due to corneal scraping and her ecp confirmed on (B)(6) 2017 that the infection had left a scar in her cornea. The patient¿s eye status was reported as improving. At the time of this initial report, additional information has been requested but not yet received.